Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The patient¿s mother stated that the patient became unconscious and led to the paramedics being called. It is unknown if the adverse event involving the paramedics were related to the inaccuracies. Additional patient or event information is not available.